Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18083133 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 100 cm extension catheter came out from patient's vascular separated. The separation occurred when retracting the extension after using injector, the catheter extension part was caught in the hub and separated. Another unknown extension was used to complete the procedure. There was no reported patient injury. The extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) case. The intended target lesion was the right coronary artery. The device was stored, handled, and prepped per the instructions per use (IFU). The device did not kink around separation. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, "the tip" of a 100 cm extension catheter came out from patient's vascular separated. The separation occurred when retracting the extension after using injector, the catheter extension part was caught in the hub and separated. Another unknown extension was used to complete the procedure. There was no reported patient injury. The extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) case. The intended target lesion was the right coronary artery. The device was stored, handled, and prepped per the instructions per use (IFU). The device did not kink around separation. One non-sterile unit of a accs cath exten 100cm 1200psi was received for analysis. During visual analysis, a fractured/ separated condition was observed in the middle section of the insert component. Additionally, the retainer was observed detached from the accs cath exten tubing. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Sem analysis presented evidence of grooves/brittleness and dents on the central section of the component and the end of the fractured/separated damage. The product was not returned for analysis. A product history record (phr) review of lot 18083133 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter extension-separated - during use¿ was confirmed. A separation was noted on the male insert of the tubing. The plastic deformations and the fatigue striations found on the insert material is commonly associated with fractures/separations caused by material tensile overload. However, the grooves/brittleness characteristic found may suggest the yield strength of the material could be lower on the fractured/separated area than on the section where the solid plastic material was noted. The exact cause of the event cannot be conclusively determined however, rapidly removing or jerking the tubing from the catheter hub may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ the phr review, does not indicate the event is related to the device design or manufacturing process. However, an investigation has been opened to address the fractured/separated condition.